Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when on the percutaneous tissue, just before suturing using a running stitch by the surgeon, the device's thread broke and the needle was detached. The patient's outcome was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report is filed in error and riverpoint would be filing all subsequent communications. If information is provided in the future, a supplemental report will be issued.